Event description:
Boston scientific crm received information in july 2010 that this device and right atrial (ra) lead was exhibiting an out-of-range (oor) pacing impedance measurement via a yellow alert from this patient's latitude monitoring system. The ra pacing impedance had been stable in the 400 ohm range. During patient isometrics (patient with raised arms), the measured ra pacing impedance increased. No electrogram noise was identified during patient isometrics or pocket manipulation. The patient reported that he participates in vigorous activities, i.e. Skateboarding. The ra lead had not dislodged, as viewed from a chest xray, and there was no evidence of a conductor fracture. From a chest xray, the ra terminal pin appeared to be advanced beyond the device's connector block. Technical services discussed the possibility of a microfracture. The local representative reported that ra sensing remains normal and the ra pacing thresholds have increased slightly from 1.3 to 1.7 volts. The patient has only required minimal ra pacing (3%) and the local representative plans to discuss this further with the physician. Subsequently, boston scientific crm received information in august 2010 that this local representative contacted technical services to report that this ra lead was still exhibiting a greater than 2000 ohms ra pacing impedance measurement. The physician has instructed the local representative to reprogram the device's brady mode to vvi. Technical services discussed programming the ra enhancement features off.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis.